Event description:
It was reported that the personal therapy manager (ptm) wasn't ¿working." They saw the poor communication screen and the patient unsuccessfully attempted to communicate several times as of (B)(6) 2013. The patient was implanted with a pain pump (B)(6) 2013 and the area around the pump was stated to be swollen. Patient was to try and communicate again with her daughter's help at a later time. It was added that on (B)(6) 2013 the patient had noticed her incision site was bleeding and that the bleeding had stopped by (B)(6) 2013. The patient had pain in her left leg that she did not have prior to her implant and she could hardly bend it, ¿she was in so much pain¿. It was her right leg that usually hurt. Drug delivered via the device was morphine. It was further reported for the past couple of days, from the date of this report, the patient¿s ptm did not seem to be working correctly and she could not get her bolus requests. It was reported since the day before yesterday the ptm had been inconsistent. The patient should be able to get a bolus every eight hours and reported seeing "medtronic" across the screen when she tried to request a bolus. It was noted the patient had "cheap (B)(6) brand batteries in ptm now.¿ it was also reported since the patient had been implanted "her head feels funny" and it was described as a "light headed feeling.¿ on the date of this report lightheadedness was reported as well as more pain in the patient¿s back. The patient was able to get a bolus last night and on the date of this report. It was believed the patient¿s next refill appointment is in (B)(6). It was also reported it was thought that maybe the patient¿s pump had moved slightly since implant. The patient was heavy and the healthcare provider told her not to bend over at the waist because that could cause the pump to turn over.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer. It was reported the hcp (healthcare professional) implanted the pump real deep and sideways. The patient was hurting and had been in the emergency room (ER) three times. In (B)(6) 2015 the patient started to experience vomiting, a migraine, and a toothache. Starting on an unknown date, the bottom number of the patient's blood pressure (diastolic) was in the 100s. The personal therapy manager (ptm) was not working. The patient clarified that the ptm was not delivering the bolus. The patient described the ptm as acting like it was working, but the patient never felt any different starting in (B)(6) 2015. The patient's healthcare provider told the patient that the ptm was not delivering the bolus, because the patient hasn't requested any, although the patient reported that they have. The healthcare professional gave the patient a printout that indicated zero bolus was requested and zero was delivered. The patient had a refill on (B)(6) 2015. It was reviewed that when the pump is updated before interrogated, it clears the history. The actions/interventions and cause of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8835, serial# (B)(4), product type programmer, patient. (B)(4).